Event description:
Customers reported via phone call that there is a motor error alarm. The blood glucose reading is unknown.

Manufacturer narrative:
Testing of the insulin pump showed that it was functioning properly and passed all functional testing. No motor error alarms noted and the motor tested ok. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, cracked display window, broken belt clip slot and cracked case near the display window corners noted during our visual inspection.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.